Manufacturer narrative:
H3: this complaint does not require further investigation. The cadd-ms 3 devices stopped being manufactured in june 2017 and is considered a mature platform. The product line is not expected to incorporate further design enhancement. Based on its long-standing status as an active device with documented complaints, investigations and risk assessments, product complaint investigation activities are not expected to identify new failure modes that might require new actions / controls / mitigations.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: phone number extension (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a system fault. The event occurred during testing. There was no physical damage reported. There was no patient involvement.